Manufacturer narrative:
Date of event: unknown. Initial reporter zip: (B)(6). Results: bd received same lot samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low blood flow with the incident lot was not observed. Additionally, retention samples were selected for evaluation and upon test completion, the customer's indicated failure mode for low blood flow was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd has initiated a CAPA (B)(4) to document further investigation and root causes of this product issue.

Event description:
It was reported that the bd quikheel¿ infant safety lancet did not produce sufficient blood flow for testing. No serious injury no medical interventions.